Manufacturer narrative:
Initial reporter phone#: unknown. Investigation summary: the customer reported leakage from the where the two spikes are connected to the drip chamber, and returned pictures of the event. There is no physical sample for investigation, and thus the root cause is unknown. The complaint can be verified from the picture, as well as the material and lot number. It appears the top spike tubing is missing some blood. Device history record review for model 2477-0007 lot number 22055941 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood and saline leaked from the bd alaris¿ pump module smartsite¿ blood infusion set tubing during the rbc infusion. The following information was provided by the initial reporter: "patient receiving rbc infusion. Rn spiked and primed blood tubing appropriately. Upon 15 minute vitals check, rn found 5-10 drops of what appeared to be a mixture of blood and saline leaking out of the tubing where the 2 spikes connect to the chamber. Infusion stopped. Unit wasted per blood bank and new unit ordered."